Event description:
It was reported that the procedure was to treat a mildly calcified lesion in an unspecified artery. The 4.50x8mm nc trek balloon dilatation catheter (bdc) was unpackaged without issue, and no resistance was met during removal of the stylet and protective sheath. The nc trek bdc was soaked and prepped without issue. After successful advancement to the lesion, the bdc failed to inflate and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.